Event description:
It was reported that (1) tsw35 was used during a laparoscopically assisted vaginal hysterectomy procedure. It was reported by the rep that the ets35 was inserted during procedure but would not fire. The hospital pulled a new 35mm ets and completed the case without patient consequence.